Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent out of the clevis. No abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device jaws would open and close normally considering the bent washer tail. Measurements were taken of the pull wire curves and it was determined that one was out of specification and could have caused the bending of the washer tail. The condition of the returned incident device was not consistent with the complaint; jaws wont open. During device evaluation it was found that the washer tail bent and protruding out of clevis. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable, however, an investigation is underway to address this issue a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a biopsy procedure where according to the complainant, the forceps would not open all the way inside the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; washer tail bent.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a biopsy procedure where according to the complainant, the forceps would not open all the way inside the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; washer tail bent.